Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with a history of severe low back pain, which had been progressive over sometime. The patient failed extensive conservative treatment. Plain x-rays and lumbar MRI imaging interpreted as bilateral spondylolysis at l5/s1 with grade I spondylolisthesis and severe degenerative changes at l3/4, l4/5 and l5/s1. The patient had undergone discography which reproduced concordant pain at the lower three levels and normal at l2/3. The patient underwent l3/4, l4/5 and l5/s1 circumferential fusion through single posterior incision using bilateral tlif and facet fusion using interbody cages with rhbmp-2/acs, and bone matrix. The patient also underwent pedicle screw fixation. Rhbmp-2/acs soaked sponge was placed anterior to disc space at each level followed by morselized local bone. No complications were noted during surgery. Sixteen days post-op, the patient presented for followup. Per the physician's notes, the patient still has a lot of back pain with some pain in his right anterior thigh. Patient still taking a fair amount of oxycontin and percocet for breakthrough pain and valium. He complains of nausea and anorexia and feels a little constipated. Forty four days post-op, the patient was seen for routine follow up. Patient complains of a lot of pain particularly at night. Patient has trouble sleeping. Complains of numbness in his right leg particularly at night. Radiographic imaging interpreted as "satisfactory placement of the pedicle screw rod construct in the lumbar spine. The interbody grafts are intact and there is no evidence of any loosening of any of the hardware. Ninety seven days post-op, the patient was seen for 3 month follow up. Patient still having excruciating low back pain and severe right leg pain, which is different that prior to surgery. Patient has lots of right hip pain with pain down the anterior aspect of his right thigh and into his leg. At 189 days post-op, the patient was seen for six month follow up. Patient complained his pain is uncontrolled. Patient stated that he "is still smoking on a daily basis and states that he understands that if could potential hurt his fusion. Radiologic review of imaging interpreted as "pedicle screws are in place. Excellent graft position. The vertebral body heights are well maintained. Good bone growth noted posteriorly and centrally in the grafts. Other areas have good alignment. Seems to be satisfactory fusion radiographically. At 722 days post-op, the patient presented for follow up. Pain is still 5/6 out of 10. Patient has chronic low back pain. Pain is constant whereas prior to surgery it was only intermittent. Patient still has pain that travels down the right leg in somewhat of an l4-5 pattern, medial and anterolateral shin. Most of the pain is in lower lumbosacral area, not around l3/4 or l4/5 region. Radiographic examination interpreted as "a little bit of halo around the s1 screws and there is collapse of that graft to some degree." L3/4 and l4/5 levels are solidly fused. At 728 days post-op, the patient was seen by the physician for low back pain and right leg pain. Patient states surgery did not help him and even aggravated his pain. Pain is similar to pain before surgery. Majority of pain is located in the lower back and in the right leg from the knee down. Patient notices right leg weakness but denies bowel or bladder incontinence. At 735 days post-op, the patient had an emg/ncv study of lower extremities. Patient mainly complains of low back pain and right leg pain. At 1387 days post-op, the patient presented with complaints of low back pain, right leg pain and numbness. An MRI was interpreted as stable appearance of postoperative changes from prior l3 s1 fusion. There is stable grade I anterolisthesis of l5 on s1. At 1392 days pot-op, the patient was seen by physician. Patient complained of low back pain and right leg pain and numbness. Pain in lower back radiates around his right hip, to his right anterior thigh and sometimes down his right lower leg. Patient stated that "his foot goes numb over his entire foot and he has to drag it." Occasionally his left side is affected but mostly his right. Review of myelogram and follow up CT scan indicated a pseudoarthrosis at l5/s1. Fusions above this level appeared to be intact. Imaging impression as follows: 1) pseudoarthrosis at l5/s1, 2) chronic low back pain with exacerbation including right leg weakness and numbness. At 1401 days post-op, the patient underwent posterior removal of l3-s1 segmental pedicle screws, exploration of l3 to s1 fusion, l5 nerve root decompression, l5-s1 posterolateral intertransverse fusion with rhbmp-2/acs, ceramic granules and l5-s1 pedicle screw fixation. Reportedly, 2989 days post op, the patient allegedly became wheelchair dependent and suffered from paralysis, as well as chronic radiculopathy and requires bed rest.